Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient was discharged on (B)(6) 2018 with 10.3 g/dl hemoglobin (hgb) and 30.4 % hematocrit (hct) with inr of 4.12.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with a subthera therapeutic inr. The patient presented with an episode of melena and elevated inr. The patient has a history of bleeding with autoimmune anemia requiring transfusion. The patient¿s hemoglobin (hgb) was 8.1 g/dl and hematocrit (hct) at 24.2 percent on (B)(6) 2018, but dropped to 7.7 g/dl and 22.6 percent on (B)(6) 2018. The patient was transfused with 2 units of packed red blood cells (prbc). The patient is pending discharge upon results of tagged blood cell results. No additional information was provided.